Event description:
It was reported that during use in an arthroscopy, the tip electrode of the super multivac wand was missing. The surgical site was examined and no foreign body was found, a x-ray was taken to confirm. The procedure was completed with non-significant surgical delay (20 minutes). It is unknown if a backup device was available and how the issue was resolved. No patient injury or other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned instrument shows no manufacturing abnormalities. The electrode is completely detached. The wand cable and connector are free from any physical damage. Product was out of the original packaging. No packaging returned. The device was plugged into the controller and registered settings. The wand was not able to generate plasma and coagulation due to detached electrode. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image shows a detached electrode. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time.